Event description:
'Pt was to have a nocturnal pulse ox study to qualify for home oxygen at night. Pulse ox was set up and placed on patient on room air. In the morning when trying to upload the data from the pulse ox, there was no data recorded on the pulse ox unit'.